Event description:
Two screw nuts failed to engage threads of a distal buttress plate and 8 hole extension. The third screw nut engaged perfectly. There was no adverse consequence to the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the cause of the event could not be determined due to the devices not being returned for evaluation.